Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown; therefore, the UDI number only will contain the device identifier (01). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient suffered a hip fracture and laceration while utilizing a liko 102. The patient has an unknown medical condition which causes the patient to jerk/lunge forward. While in the lift, the patient jerked forward and fell through the lift causing a fractured hip and a laceration over the eye. The patient required hip surgery and stitches to the laceration. The device IFU states: ¿before lifting, always make sure that the correct lifting accessory type, size, material and design are selected to suit the patient¿s needs; the lifting accessory is correctly and safely applied to the patient in order to prevent injuries. Never leave a patient unattended during a lifting situation!¿ no further information was available at the time of this report.

Manufacturer narrative:
Additional information:h6 and h11. H11: the device was not received for evaluation. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Based on the reported event, the most probable cause of the event was due to a user error. Per the instructions for use (IFU): ¿before lifting, always make sure that the correct lifting accessory type, size, material and design are selected to suit the patient¿s needs; the lifting accessory is correctly and safely applied to the patient in order to prevent injuries. Never leave a patient unattended during a lifting situation!¿ should additional relevant information become available, a supplemental report will be submitted.